Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#:1627487-2017-06006 it was reported the patient lost stimulation due to high impedance on multiple lead contacts on both leads. Clinical specialist attempted reprogramming without success. Surgical intervention may be pending to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report#:1627487-2017-06006. Follow up information identified the patient¿s leads were replaced with new ones restoring effective therapy.